Manufacturer narrative:
H10: the authorized service provider (asp) engineer was not able to evaluate or repair the device. Per good faith effort (gfe) response received 05/26/2023, the asp engineer confirmed that the device could not be charged; however, although the device was repaired, the customer did not inform the asp engineer about the specific maintenance process (troubleshooting) and refused to provide the repair details. Aside from the asp engineer stating that there was no replacement of spare parts, no further case information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
On january 5th, during the maintenance of the device, philips received a complaint on the v200 ventilator, indicating that "the device could not accumulate," and engineers were contacted for testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.